Event description:
A patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor reported to a healthcare provider (hcp) that she was experiencing a sudden reduction in stimulation sensation. The patient reported to the hcp that she is not feeling as much "fluttering" of the stimulation following a procedure in which electrocautery was used. The hcp reported that the patient was not encountering any error screens on the patient programmer. The hcp was advised that if the patient continues to experiencing the reduction in stimulation sensation the patient should follow-up with her managing hcp. The patient status is unknown at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va12bal, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Analysis results were unavailable at the time of this report. A follow-up report will be sent once analysis is completed.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the implanted neurostimulator (ins) was explanted on (B)(6) 2017 because it was displaced. The lead was also explanted. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis of the ins (njy310310h) found no anomalies. The returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Product ID 3889-28 lot# va12bal implanted: (B)(6)2016 explanted: (B)(6)2017 product type lead product ID 3889-28 lot# va12bal implanted: (B)(6)2016 explanted: (B)(6)2017 product type lead.  Analysis of the lead (va12bal) found no significant anomalies. The stimulation lead body conductor had a short between circuits due to overstress or damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.